Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, there was decreased pacing impedance and sensing amplitude noted on the right ventricular (rv) lead. No intervetion was performed to resolve the event and the patient was in stable condition and will continue to be monitored.